Manufacturer narrative:
(B)(4). The lot was manufactured from march 14, 2014 to march 18, 2014. The device was received for evaluation. A visual inspection was performed with no issues noted. A functional test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink solution set could not be primed as it was crushed in two places. The caller stated they could not get the air out of the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.